Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The helix of the lead had an out of specification analysis result for extension/retraction due to body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The helix would fully extend within specification. The helix would not fully retracted due to tissue in the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately five months post implant the right atrial (ra) lead helix would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.